Event description:
The customer observed a false positive alinity I total b-hcg for one patient. The following results were provided (reference range <5.0 u/l): sid (B)(6), (B)(6) 2025, initial b-hcg result= 50.2 u/l; repeat results (3 times) <2.3 u/l; redraw of sample was performed on (B)(6) 2025, result <2.3 u/l the patient was emotional, questioning if she was pregnant or not. There was no additional impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 7p51-20 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Corrected data found in sections d3 email and g1 mfg site email. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data for the alinity I total b-hcg assay did not identify an increase in complaints. However, an increase in complaint activity was identified for the reagent lot. The overall performance of alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. In house accuracy testing was completed with a retained kit of lot 69246ud02, which contains the same bulk material as lot 69246ud00. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 69246ud00 was identified.

Event description:
The customer observed a false positive alinity I total b-hcg for one patient. The following results were provided (reference range <5.0 u/l): sid (B)(6), (B)(6) 2025, initial b-hcg result= 50.2 u/l; repeat results (3 times) <2.3 u/l; redraw of sample was performed on (B)(6) 2025, result <2.3 u/l. The patient was emotional, questioning if she was pregnant or not. There was no additional impact to patient management reported.